Manufacturer narrative:
This report is submitted on august 31, 2023.

Event description:
Per the clinic, the patient experienced a head injury that resulted in no sound secondary to a migration of the electrode. The implant remains in-situ.